Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia possibly due to discrepancy in sensor glucose and blood glucose. The customer reported blood glucose (bg) value of 53 mg/dl and was treated with glucose/carb intake. The event involved product(s) mmt-7040c1. Troubleshooting was performed for hypoglycemic event. Automode/smartguard was in use at the time of the event. Customer has been using insulin pump system within 48 hours of reported event. Troubleshooting was performed for difference in blood glucose and sensor glucose values. Blood glucose was 53 mg/dl and sensor glucose (sg) was 130 mg/dl and the difference between blood glucose and sensor glucose was greater than 30%. Customer was explained sensor may have no longer been responding to glucose changes and explained possible causes. No further patient complications were reported. Product return for mmt-7040c1 is not expected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.